Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -14.50/4.5/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021.the lens tore during injection/delivery. There was patient contact (lens touched the eye) with no patient injury. Cause of the event is reported as unknown and device. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - the reporter indicated that a 12.6mm vticmo12.6 -14.50/4.5/091 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. The lens tore during injection/delivery. There was patient contact (lens touched the eye) with no patient injury. The lens was intraoperatively implanted and removed. Reportedly incision enlargement and additional suture were used to remove the lens. It was replaced on (B)(6) 2021 with a same length/model lens. This resolved the problem. Cause of the event is reported as device. Claim # (B)(4).